Manufacturer narrative:
Results of investigation: it was reported that during an im nail case while twisting the t handle, the reduction connector broke into four pieces, one of them (a small shard of metal) dropped onto the open patient, but it was retrieved and all parts were recovered. The affected reducer, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during an im nail case while twisting the t handle, the reduction connector broke into four pieces, one of them (a small shard of metal) dropped onto the open patient, but it was retrieved and all parts were recovered. There was an s&n backup device to complete the surgery without delays. No patient injuries reported.